Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. B3 - date of event: estimated.

Event description:
This was reported as a closure using 10 prostyle devices relative to an endograft procedure. Reportedly, the devices did not work. The method of hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Review of the production records and corrective and preventive actions (CAPA) reviews were not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from ¿yes¿ to ¿no¿. Additionally, (B)(4) sterile devices were received: on the pouch label: perclose prostyle, part# 12773-03 and lot# 4051641. On the device: lot# 4051641. Also, they returned (B)(4) pouches with same part, lot# but no devices were returned. Analysis was performed per the returned goods handling procedure and vessel closure analysis and per the test plan. Visual: (B)(4) returned devices were inspected per the test plan. There was no damage noted to the sterile/unused devices. Functional: all samples were successfully tested per the test plan. There were no anomalies noted.